Manufacturer narrative:
(B)(4). Batch # n53a3c. The analysis found that one pve35a device was returned in good visual condition and with a cartridge partially fired 1/16 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was the device fired? No information. If yes, was the device locked on tissue with the jaws closed? Na. If yes, how was the device removed? Na. If yes, did the jaws eventually open? Na. What troubleshooting steps were attempted to open the device? No information. Did the jaws of the device eventually open? No information. Anyway, the hospital admitted that the device had been handled wrongly and the sales rep explained the usage.

Event description:
It was reported that during a vats pneumonectomy, the jaws of the device did not open at the first firing on the blood vessel. The cartridge was white. Other devices were used to complete the case. There were no adverse consequences to the patient.